Event description:
The pt was admitted for an elective coronary angiogram. The target lesion was the right coronary artery. The target lesion was a restenosis of poba (cutting balloon) and a calcified and eccentric lesion. Aha/acc classification of the vessel was a type c. Rotoblator was conducted at the target lesion. Then the target lesion was pre-dilated with a balloon (2.5/40mm) at a 10 atm for 30 seconds. Two cypher stents (3.0/33mm) were implanted at 20 atm for 60 seconds at the distal and posterior lateral of the right coronary artery. Two cypher stents (3.0/28mm) implanted at 20 atm for 300 seconds at the proximal and mid right coronary artery. Four stents were overlapping each other. Post-dilation was conducted with a balloon (2.75/15mm) at 22 atm for 115 seconds. Ivus was conducted. Timi flow before the procedure was a 3 and after the procedure. The residual % of stenosis after the procedure was 0%. Act was not measured.